Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an uptick in symptoms, which included the patient's shuffle coming back, issues with fine motor skills, and being very confused. The caller felt like the implantable neurostimulator (ins) was not being utilized and were concerned that the ins was failing. Prior to this event, the caller stated that the patient's caregiver failed to take them to neurology appointments, and noted that the patient's last neurology appointment was over a year ago. The caller also added that the patient forgot how to use their recharger (model 37751). The caller added that the ins battery did not seem to be holding a charge, noting that the ins charge level would not get above 75% and the ins battery depletes rapidly. The caller mentioned that the recharger was replaced recently, but the ins still does not seem to hold a charge and does not get above 75% even if they charge the ins for several hours. The caller mentioned that the patient had been charging the ins for 4 hours prior to them calling patient services, but the ins charge level was still at 75% at the time of the call. The patient started an ins charging session during the call and the caller confirmed therapy was on and the recharger had excellent coupling with the ins (all 8 coupling bars were filled in). The caller stated that the patient lost the 37642 patient programmer, so the caller was unable to view the patient's therapy settings. The patient was now in the emergency room with a  marked change in their symptoms including difficulty speaking, mobilizing an increase in freezing. Only the ins recharger was available at time of call and the patient's daughter indicates that they don't have access to a patient programmer as it was lost but an order was thru for a replacement patient programmer thru on feb 9. Ins recharger reflects the ins is on and shows patient currently has 25% charge level. Technical services (tss) had them start charge session and reviewed that it would take a few to several hours to get ins closer to full. The patient's daughter indicates patient has had falls in the past months but nothing recent that they associate with the change in symptoms. Patient's daughter says that staff at care facility were charging ins daily for about 15-20 min and it would then be fully charged. However, as of last thursday (feb 8), the ins recharger would show the ins was 75% charged but then when they stopped the recharge session, the ins would only show 25% charge. Tss had them start a recharge session which showed ins at 25% working towards 50% with 8 coupling bars. At end of call they were 50% charged working on 75%. The patient's daughter mentioned they had issues with recharger last fall and had the components replaced. Tss explained to patient's daughter length of time it took to recharge ins empty to full and how to interpret the charge level.